Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on an unknown date, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstruction, additional surgery, will be supplemented. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) hospital. (B)(6), md. History and physical. Presents to emergency room with diarrhea, nausea, vomiting and severe abdominal distention. Pain resolved with placement of nasogastric tube. Past surgical history of cholecystectomy, pyloroplasty, multiple hernia repairs. Impression/plan: partial small bowel obstruction vs ileus, diarrhea related to enteritis, nausea and vomiting controlled with nasogastric tube. Patient will be admitted. (B)(6) 2005: (B)(6) hospital. (B)(6), md. History and physical. Developed diarrhea, nausea, vomiting. He was having some bowel movements at that time and was told that this was a viral illness. Stopped having bowel movements, developed abdominal distention and went to emergency room last night, x-ray suggested partial bowel obstruction with some thickening of the proximal jejunum. Since nasogastric tube placed, he has been pain free. History of chronic obstructive pulmonary disease, tobacco use. Impression/plan: generalized abdominal pain, partial small bowel obstruction, nausea and vomiting. Nasogastric tube in place. No abdominal pain or tenderness so ischemic and inflammatory process is less likely as suggested by his cat scan. X-ray in a.m. (B)(6) 2005: (B)(6) hospital. (B)(6), md. History and physical. He has had a previous antrectomy. Left lower quadrant pain 5 out of 10. Impression/plan: left lower quadrant pain, partial small bowel obstruction, nausea, vomiting. Nasogastric tube, IV hydration, nothing by mouth. CT scan, start antibiotics. (B)(6) 2006: (B)(6) hospital. (B)(6), md. History and physical. Patient has had three admissions in the last 13 months, this will be his fourth all for the same complaint of small bowel obstruction. Developed severe right lower quadrant pain, presented to emergency room. Workup essentially negative. He did have an acute abdominal series which showed moderate to large amount of retained fecal material in the right side of the colon with some mild small bowel distention and air fluid levels. It may represent a right sided fecal impaction. Impression/plan: likely recurrent small bowel obstruction. Pt admitted. Will repeat CT of abdomen/pelvis today. If any complications or patient fails to improve, will consult surgery. (B)(6) 2006: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: right lower quadrant pain. Impression: finding suggestive of mild partial small bowel obstruction demonstrated by presence of collapsed nonopacified distal small bowel loops as well as relatively more prominent opacified proximal small bowel loops which I suspect is due to adhesion. (B)(6) 2007: (B)(6). (B)(6), md. Radiology ¿ abdominal x-ray. Indication: abdominal pain. Vomiting. Impression: findings consistent with high grade mid small bowel obstruction without perforation. No acute cardiopulmonary process. (B)(6) 2007: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: vomiting and diarrhea. Impression: findings consistent with high grade mid small bowel obstruction. No evidence of perforation. Previous cholecystectomy and changes of previous ventral hernia repair. (B)(6) 2007: (B)(6). (B)(6), md. Radiology ¿ abdomen x-ray. Indication: abdominal surgery. Small bowel obstruction. Progressive small bowel loop distention concerning for small bowel obstruction. No gross free air is seen on supine-only imaging. (B)(6) 2007: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Small bowel obstruction. Impression: there has been interval midline laparotomy for decompression of a previously described small bowel obstruction. There is likely a hematoma within the subcutaneous soft tissues along the route of the incision. Persistent findings best explained by small bowel obstruction. The transition point appears to be in the mid abdomen. I do not identify an abscess, although there is fascial induration and some speculation noted within the peritoneal cavity. No significant volume of free fluid is noted on today¿s examination. (B)(6) 2007: (B)(6). (B)(6), md. Radiology ¿ abdomen x-ray. Indication: persistent small bowel distention following surgery for lysis of adhesions. Impression: persistent dilation of small bowel loops with air fluid levels with some improvement occurring slowly over the course of examinations. There is no complete obstruction as orally ingested contrast is seen to be within the colon, which is decompressed. A partial small bowel obstruction would be a consideration. (B)(6) 2007: (B)(6) hospital. (B)(6), md. History and physical interval note. The patient was discharged home earlier this morning. He was very adamant about going home. Nasogastric had been removed, tolerating food and his abdomen was soft, nontender, nondistended. I told him I was still not sure if his ileus had completely resolved as we had just started feeding him and he was adamant that he wanted to go home and he has been somewhat difficult for the medical and nursing staff to work with but he was discharged home at his request. I thought he would do okay as I thought he was just getting over the hump. I received a call from his daughter that he was having nausea and vomiting this evening but did not want to go to dch due to the hospital and he felt that he had been given his wrong psych medicines. I told them they could call his medical team, dr. Seltzer and he could be admitted to good sam hospital if he was adamant that he did not want to come back to dch but I recommended that he seek medical care. I told them I would help arrange surgical care at good sam as I knew multiple people up there to help him with that. They elected to come to the ER at dch and I directly admitted him to the hospital with a reading of a recurring ileus. His abdomen is soft, slightly distended. He allowed us to place an ng tube and we decompressed several hundred cc's of fluid from his stomach. He feels much better. He denies nausea and vomiting. He had a small bowel follow through prior his discharge that showed absolutely no obstruction and it went through in 3 1/2 hours. It is a very difficult ileus for us to treat. We found no signs of an infection and it may be due to some of his psych medicines and the extensive distention of his small intestine he had pre-operatively. At this point he is very agreeable to our treatment program for an ileus which is going to be IV hydration, nasogastric decompression, reglan and I will start him on some erythromycin to help some of the gastrointestinal function. I will consult the gastrointestinal team as well as reconsult dr. Wood for medical help and dr. (B)(6) from cardiology. (B)(6) 2007: (B)(6) hospital. (B)(6), md. History and physical. Seen by gastrointestinal team as outpatient. Underwent enteroclysis which was normal but showed no evidence of bowel obstruction, stricture or any evidence of crohn¿s disease. After he had that procedure done, he began complaining of increasing abdominal distention, pain, nausea and vomiting. Came to emergency room, abdominal films and CT scan performed which were consistent with a small bowel obstruction. Wbc 19,000, nasogastric tube inserted and had 1400cc¿s of bilious material drained out. Labs this morning: wbc 11.5. Impression/plan: diffuse abdominal pain. Most likely secondary to either a very early partial bowel obstruction or ileus. Ileus vs. Partial small bowel obstruction. It is interesting patient would have a completely normal enteroclysis and then later that day present with what appears to be a high grade small bowel obstruction. Therefore, I think this more than likely represents an ileus. Will treat him with nasogastric tube decompression and await his bowel to start working. If his symptoms do not improve, he may need once again a gastrointestinal consultation. Leukocytosis, appears to be resolving with hydration. (B)(6) 2008: (B)(6) hospital. (B)(6), md. History and physical. Continue to have intermittent chronic abdominal complaints. He went and saw gastrointestinal physician and there question of whether or not he may have crohn¿s disease. Came to emergency room last night with complaints of one day history of right lower quadrant abdominal pain, nausea. CT scan showed an incisional hernia with a loop of bowel within it but no signs of obstruction and the remaining was unchanged. Impression/plan: right lower quadrant abdominal pain. This appears to have resolved. Will get started on full liquid diet. If tolerates will discharge home today and follow up with my partner next week who is his primary surgeon. (B)(6) 2008: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: right lower quadrant abdominal pain for two days. Impression: a ¿knuckle¿ of bowel extends into the region of an anterior midline abdominal incision without evidence of obstruction. This has the appearance of a small recurrent or residual incisional hernia. (B)(6) 2008: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: lower pelvic pain. Findings: there appears to have been repair of a ventral wall hernia. Just inferior to the level of the mesh associated with that repair, there is a loculated fluid collection with an enhancing rim in the subcutaneous fat. It measures approximately 4 x 4 cm in size. Impression: thick walled loculated fluid collection in the abdominal wall which appears to be related to incision from recent hernia repair. Abscess or seroma could have this appearance. (B)(6) 2008 (B)(6). (B)(6), md. Radiology ¿ ultrasound guided aspiration. Indication: subcutaneous fluid collection. Diagnostic aspiration requested. Impression: uncomplicated diagnostic ultrasound guided aspiration of a complex cystic lesion. Dark old blood was aspirated confirming that this represents organizing hematoma. The aspirate was sent to the lab for culture and sensitivity. (B)(6) 2009: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Findings: there has been mesh graft repair of a midline anterior abdominal wall hernia. A small fat-containing right anterolateral abdominal wall hernia is seen with decrease in the volume of contained fat within this hernia, which occurs between the anterior abdominal wall muscle layers. (B)(6) 2010: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Impression: previous abdominal wall surgical changes. Small likely post-surgical abdominal hernia. (B)(6) 2012: (B)(6) hospital ed. (B)(6), md. Emergency room visit. Abdominal pain. Long history of abdominal co. Right lower quadrant pain. History of gastric bypass. Impression/plan: abdominal pain. CT abdomen/pelvis. Patient admitted. Comments: patients cat scan suggested a small bowel obstruction partial. (B)(6) 2012: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, diarrhea, nausea. Findings: mesh appears to have been placed within the abdominal wall. There is induration of deep fat within the incision and around it . Intraabdominal small bowel is directly applied to the posterior margin of the inserted wall graft. The small bowel is generally dilated proximally more than distally. Impression: there is a new preferential distention of the proximal small bowel as compared to the distal small bowel and colon. There is no evidence of wall thickening. Although this could be the result of an enteritis, it at least raises the question of a partial small bowel obstruction without identifiable transition point. Small hiatal hernia. Records between (B)(6) 2012 and (B)(6) 2017 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/86: [missing records: records for ¿repair sliding inguinal hernia¿ were not provided.] (B)(6) 2002: (B)(6), md. Office notes. Noticed a month ago has little bulge to left of incision. Tobacco use: quit: (B)(6) 1996. Packs/day: 1. Years: 20. Abdomen: large healed vertical incision, small incisional hernia to left of scar. Assessment/plan: incisional hernia: emergency room asap if develop significant pain; can follow up with grannan. (B)(6) 2003: (B)(6) office. Radiology-CT abdomen/pelvis. Impression: small lesion in left kidney post cholecystectomy. (B)(6) 2005: (B)(6), md. Radiology- x-ray abdomen: normal abdomen. (B)(6) 2005: [facility ni]. (B)(6), md. Radiology-x-ray abdomen. Impression: multiple abdominal air-fluid levels with some dilated loops of small bowel and possibility of early small bowel obstruction. (B)(6) 2005: [facility ni]. [Provider ni]. Radiology-CT abdomen/pelvis. History: abdominal pain. Impression: early or partial small bowel obstruction noted, suspect the transition point is in pelvis in midline. Appears to be some thickening of wall of the proximal jejunum. Possibility of inflammatory or ischemic component is a consideration. (B)(6) 2005: (B)(6), md. Office notes. Recently in hospital for another small bowel obstruction. Doing ok but has mild pain in right lower quadrant. Assessment/plan: small bowel obstruction, follow up with dr. Grannan. (B)(6) 2006: (B)(6), md. Office notes. Follow up from recent admit at dearborn for small bowel obstruction. Had bowel rest, nasogastric tube and discharged. Still has pain in right lower quadrant, states it almost feels like a bulge and sharp pain. Assessment/plan: abdominal pain right lower quadrant, refer to dr. Grannan. (B)(6) 2006: (B)(6), md. Radiology-CT abdomen/pelvis. History: right groin pain. Impression: no evidence of renal stone or obstruction. (B)(6) 2007: (B)(6), md. Office notes. Follow up of recent hospitalization for small bowel obstruction. Lap for lysis of adhesions and diagnosed with myocardial infarction after surgery. A little weak, abdomen ok. Colonoscopy in 6 weeks. They want to check for crohn¿s. Outpatient prescriptions: aspirin. (B)(6) 2009: (B)(6), md. Office notes. Scheduled to have gastric bypass at good samaritan hospital on (B)(6) 2009. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. Previous patient code (2422) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: the known medical records span june 27, 2002 through march 16, 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records prior to january 6, 2005, including records for prior mesh placement were not provided. Records from january 17, 2012 through february 20, 2017 were not provided. Patient information: medical history: smoking history: tobacco use: 1 pack/day for 20 years, quit on (B)(6) 1996. Former smoker; 1.5 packs/day for 20 years, quit 1990. On (B)(6) 2017: smokeless tobacco: current user - chew. Diabetes. Obesity: on (B)(6) 2007: morbid obesity. On (B)(6) 2017: his body mass index is 37.59 with a rounded abdomen and a body habitus with central obesity. Chronic obstructive pulmonary disease [copd] . Asthma. Recurrent small bowel obstructions: on (B)(6) 2005: small bowel obstruction. On (B)(6) 2005: partial distal small bowel obstruction probably related to adhesions. On (B)(6) 2006: partial small bowel obstruction. Suspect is due to adhesion. On (B)(6) 2007: high grade mid small bowel obstruction. On (B)(6) 2007: small bowel obstruction. Postop ileus. On (B)(6) 2007: distal small bowel obstruction. On (B)(6) 2007: partial obstruction may be related to internal hernia, adhesions, or a combination of the two. On (B)(6) 2012: small bowel obstruction partial. On (B)(6) 2017: partial small bowel obstruction. Diverticulosis. Gastric ulcer. Peptic ulcer. Gastroesophageal reflux disease. Alcohol dependency, quit 1995. On (B)(6) 2007: postop myocardial infarction, noncompliance. On (B)(6) 2008: a ¿knuckle¿ of bowel extends into the region of an anterior midline abdominal incision without evidence of obstruction. This has the appearance of a small recurrent or residual incisional hernia. On (B)(6) 2008: thick walled loculated fluid collection in abdominal wall, appears to be related to incision from recent hernia repair. On (B)(6) 2009: mildly prominent bowel loops in the right mid abdomen and the left lower quadrant could reflect localized ileus or partial obstruction. On (B)(6) 2009: a small fat-containing right anterolateral abdominal wall hernia is seen with decrease in the volume of contained fat within this hernia, which occurs between the anterior abdominal wall muscle layers. On (B)(6) 2010: small likely post-surgical abdominal hernia. On (B)(6) 2012: small hiatal hernia. On (B)(6) 2017: thin abdominal wall, prone to recurrent hernias. On (B)(6) 2017: adynamic ileus. Prior surgical procedures: 1986: repair sliding inguinal hernia. 1987: vagotomy/pyloroplasty. 1990: cholecystectomy. On (B)(6) 2005: history of multiple hernia repairs. On (B)(6) 2005: history of antrectomy. On (B)(6) 2007: exploratory laparotomy, lysis of extensive obstructive adhesions, hernia repair, partial omentectomy. On (B)(6) 2008: repair of ventral incarcerated hernia with mesh; prolonged postop ileus. Implant, gore. On (B)(6) 2009: sleeve gastrectomy, ostomy/ileostomy. On (B)(6) 2017: open low anterior colon resection, splenic flexure mobilization, adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh. Relevant medical information: on (B)(6) 2007: exploratory laparotomy, lysis of extensive obstructive adhesions, repair of internal hernia, partial omentectomy. ¿I reopened his midline incision and cut right through the center of the mesh. On entering the peritoneal cavity there was giant proximal small intestinal loops and you could seen [sic] decompressed small intestine. He had right lower quadrant pelvic adhesions and also loops were going through an internal hernia created by his omentum. I removed portions of his omentum to free up the omental hernia that the loops of intestine were running through. It was attached to his abdominal wall. This was causing a partial twist of the small intestine. He also had obstructive adhesions to his distal ileum in the right pelvis that we sharply took down to continue to free up his multileval [sic] small bowel obstruction. Once this was done all the decompressed small intestine started to fill with fluid. Because of the size of the small intestine I ran it backwards and decompressed 2 ½ liters of small intestinal fluid into his stomach and out his ng tube to allow closure. I ran the entire small intestine. There was no enterotomy. No significant serosal tears. There was no other internal hernias identified. These were completely repaired.¿ on (B)(6) 2007: discharge summary. ¿d/c dx [discharge diagnosis]: high grade small bowel obstruction. Nausea and vomiting. Dehydration. Myocardial infarction. Coronary artery disease. Psychiatric illness. Acute delirium. Was admitted for a small bowel obstruction, considered high grade with extremely distended small bowel. He was taken to surgery where an exploratory laparotomy and repair of his small bowel obstruction occurred. Post-operatively his course was complicated in that he developed a myocardial infarction, stabilized in the ICU. Main post-operative problem was a post-operative ileus that was unresponsive to maximal medical therapy. We had stopped all of his narcotics, placed him in reglan, ng tube hydration and placed a PICC line for tpn. Throughout this time at times [the patient], even though the two of us got along just great, he was very non-compliant and would cancer [sic, cancel] or deny multiple of our medical treatment plans. He would pull his ng tube when he wanted to and then would rebuild up with a large crampy abdominal distention and he would complaint [sic] about that to the point that it got so bad he would allow us to replace it. As he would be improving he would pull his ng tube a lot of times again. He refused testing including small bowel studies, cat scans and refused any medication to help this ileus and different things we would try. Eventually he improved. He was interestingly having multiple bowel movements. He was placed on a regular diet yesterday and when I came in to see him he was adamant that he was leaving.¿ on (B)(6) 2007: history and physical interval note. ¿I received a call from his daughter that he was having nausea and vomiting this evening but did not want to go to dch due to the hospital and he felt that he had been given his wrong psych medicines. I told them they could call his medical team, dr. (B)(6) and he could be admitted to (B)(6) hospital if he was adamant that he did not want to come back to dch but I recommended that he seek medical care. I told them I would help arrange surgical care at (B)(6) as I knew multiple people up there to help him with that. They elected to come to the ER at dch and I directly admitted him to the hospital with a reading of a recurring ileus. His abdomen is soft, slightly distended. He allowed us to place an ng tube and we decompressed several hundred cc's of fluid from his stomach. He feels much better. He denies nausea and vomiting. He had a small bowel follow through prior his discharge that showed absolutely no obstruction and it went through in 3 1/2 hours. It is a very difficult ileus for us to treat. We found no signs of an infection and it may be due to some of his psych medicines and the extensive distention of his small intestine he had pre-operatively. At this point he is very agreeable to our treatment program for an ileus which is going to be IV hydration, nasogastric decompression, reglan and I will start him on some erythromycin to help some of the gastrointestinal function. I will consult the gastrointestinal team as well as reconsult dr. (B)(6) for medical help and dr. (B)(6) from cardiology.¿ implant preoperative complaints: on (B)(6) 2008: ¿has had multiple surgeries at various hospitals. He has had upper abdominal mesh placed. Presents with periumbilical pain and periumbilical hernia with small intestine within this. It is nonstrangulated. Recommended to prevent complications for him that this be repaired.¿ implant procedure: repair of ventral incarcerated hernia with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp03/05301766) 10 cm x 15 cm, oval. Implant date: (B)(6) 2008 [hospitalization (B)(6) 2008]. Description of hernia being treated: ¿the patient was taken to the operating room. I marked out his hernia with him pre-op. His midline was prepped and draped. Periumbilical incision was made above and below and through the umbilicus area. I separated the umbilicus and had two ventral hernias, one near the umbilicus and one just above this. I connected the fascia making one large hernia sac and took the small intestine down off the anterior abdominal wall. Implant size and fixation: ¿a piece of gore mesh was sutured circumferentially to help the fascia. It was gore dual mesh with #2 prolene sutures. The denuded fascia was closed back over the top of the mesh after it was irrigated with antibiotic solution with #1 prolene, subcu [subcutaneous] was reapproximated with 3-0 vicryl and the skin was closed with staples. Patient tolerated this well.¿ no immediate post-operative records provided. On (B)(6) 2008: "d/c dx: large ventral incisional hernia. Prolonged post-op ileus. Admitted with an incarcerated ventral hernia. Had a successful repair but like he has had multiple times in all procedures in the past he developed a significant post-op ileus. No evidence of an obstruction. No signs of infection. He had to have a PICC line placed and tpn started due to the prolonged ileus but he has had this on all other procedures that have been done. He is allergic to reglan and other medications used to try to treat this. Eventually on the 15th his ileus resolved, his ng tube was removed and his diet was advanced. On the 16th he was felt stable to be discharged home. Throughout his incision was clean and dry.¿ relevant medical information: on (B)(6) 2008: CT abdomen/pelvis. ¿findings: there appears to have been repair of a ventral wall hernia. Just inferior to the level of the mesh associated with that repair, there is a loculated fluid collection with an enhancing rim in the subcutaneous fat. It measures approximately 4 x 4 cm in size. Impression: thick walled loculated fluid collection in the abdominal wall which appears to be related to incision from recent hernia repair. Abscess or seroma could have this appearance.¿ on (B)(6) 2008: radiology ¿ ultrasound guided aspiration. ¿indication: subcutaneous fluid collection. Diagnostic aspiration requested. Impression: uncomplicated diagnostic ultrasound guided aspiration of a complex cystic lesion. Dark old blood was aspirated confirming that this represents organizing hematoma. The aspirate was sent to the lab for culture and sensitivity.¿ on (B)(6) 2009: CT abdomen/pelvis. ¿findings: there has been mesh graft repair of a midline anterior abdominal wall hernia. A small fat-containing right anterolateral abdominal wall hernia is seen with decrease in the volume of contained fat within this hernia, which occurs between the anterior abdominal wall muscle layers.¿ on (B)(6) 2010: CT abdomen/pelvis. ¿impression: previous abdominal wall surgical changes. Small likely post-surgical abdominal hernia.¿ on (B)(6) 2012: CT abdomen/pelvis. ¿findings: mesh appears to have been placed within the abdominal wall. There is induration of deep fat within the incision and around it. Intraabdominal small bowel is directly applied to the posterior margin of the inserted wall graft. The small bowel is generally dilated proximally more than distally. Impression: there is a new preferential distention of the proximal small bowel as compared to the distal small bowel and colon. There is no evidence of wall thickening. Although this could be the result of an enteritis, it at least raises the question of a partial small bowel obstruction without identifiable transition point. Small hiatal hernia.¿ explant preoperative complaints: on (B)(6) 2017: CT abd/pelvis. ¿findings: s/p gastric sleeve bariatric surgery. Numerous diverticuli in the left side of colon and sigmoid colon. Moderate circumferential wall thickening involving several centimeters of the distal left colon with moderate injection of the pericolonic fat consistent with edema. The findings are consistent with localized diverticulitis. Surgical mesh is noted within the anterior wall along the midline consistent with hernia repair. Impression: moderate extensive colonic diverticulosis with evidence of mild localized diverticulitis involving the left side of the colon as described.¿ on (B)(6) 2017: history and physical. ¿he describes his abdominal pain as having occurred as 5 episodes over the last 6 months, each lasting a week or two. His description is really more consistent with an episode that has never resolved. He is discouraged, saying that he went back to the emergency room multiple times, was only admitted once, and given the same antibiotic repeatedly. He indicates that he would tell me position [sic] at the emergency room and something else needs to be done, the prior treatment was in adequate. At his visit prior to this to the ER, they apparently did try a different antibiotic, but never referred him to a surgeon. The patient [sic] is in the left lateral aspect of the abdomen, an 8 out of 10 in severity, dull with sharp. He also has abdominal pain to the right of the midline, associated with what he believes is a hernia. I reviewed his CT scan and he does seem to have pretty significant diverticulitis, at about the level the umbilicus. He is also significant mesh in the midline, with no clear abdominal wall hernia. His abdominal surgical history is complicated with prior hernia repairs (with mesh visible on CT) and sbo¿s, as well as an open cholecystectomy.¿ ¿abdominal exam is suggestive of recurrent small hernias up and down the abdominal wall." "Abdomen very distended with what feels like a thin abdominal wall. Firmness in the midline at the midpoint, consistent with prior mesh, defects above that of about 2 cm and fullness and tenderness to the right of that. Mild guarding in the left lateral paramedian region, coinciding with the diverticulitis seen on CT scan. Impression: chronic recurring sigmoid diverticulitis, with in fact his symptoms seeming like he has absence of any resolution and just a persistent diverticulitis. Incisional hernias likely, with prior mesh placement, with likelihood of the old mesh may need to be removed at the time of surgery. Thin abdominal wall, prone to recurrent hernias. Explant procedure: open low anterior colon resection, with splenic flexure mobilization, after adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh including polypropylene and gore-tex, several locations in the midline, some double layered. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017] ¿midline incision was made excising the old incisional scar. It was very difficult to get the midline, particularly in the inferior aspect for the muscle seemed to be splayed together. Ultimately I was able to get at the umbilicus but all the way up and down the abdomen, there was mesh this was extremely hard to get through, and I had to use the curved mayos. Kocher¿s were used and finally were able to enter the abdominal cavity and then began to dissect the bowel away from the anterior abdominal wall. Multiple loops of small bowel were adhesed to each other, the anterior abdominal wall, and the colon, with the omentum wrapped around the small bowel and the colon. I finally got the omentum off of the transverse colon such that I could mobilize the rest the bowel, then came across the white line of told on the left pelvic brim and came upper in the splenic flexure. We then lifted the colon away from the left pelvic brim and ultimately identified the ureter. The area of induration was in the mid descending and thus it was clear that we would have to go all the way around the splenic flexure. The left colic vessel was tied off with the kelly. We then came across the splenic vessels with the echelon vascular load. I then took down the mesial rectum with the enseal. I had skeletonized the rectum and then stapled across it with the blue echelon load. We went back to the proximal colon use the doppler to identify good blood supply. I divided the mesentery with the enseal. I came across the colon with the pursestring device, then placed the look needle and divided that. We placed a 25 dilator and then a 29 circular anvil and tied that together. Betadine was used. We then cleared the pelvis and brought the dilator up and (B)(6) then brought up the stapling device. The shaft was brought out through the anterior aspect of the transverse staple line, engaged with the anvil brought down and fired. We insufflated under pressure without a leak. In so doing the tenia of the colon splayed and I had oversew that with interrupted 3-0 vicryl on the proximal colon. I then oversewed the entire anterior aspect of the anastomosis with 3-0 vicryl. We place a drain to the pelvis and brought it out through the far lateral aspect. The appendix was extremely long was tablet in some adhesions and thus I came across it with a kelly divided it sutured that with the 2-0 vicryl and then imbricated it with a 2-0 vicryl. We then began to think about closure. It took us about an hour and a half to take out the old mesh and this was extremely tedious. Ultimately it was apparent that we would need to have a lot of mobilization in order to get the abdominal wall closed. I did a bilateral musculofascial advancement flap on both sides, dividing the anterior and posterior rectus in the midline, dissecting out far lateral, he having a very wide rectus. I then went more lateral than this and divided the fascia so that the fascia could be mobilized more medially. This worked well except at the superior aspect with a [sic] open cholecystectomy had been carried out where there was a lot of adhesion of the muscle layers. I did this on the left side as well. The drain did go through the posterior rectus fascia despite being out far lateral. I then reapproximated the posterior rectus fascia with running 0 pds. Prior to this a [sic] irrigated with bacitracin solution. I then placed phasic smash [sic] over this that extended all the way out past the relaxation of the fascia. This was somewhat of a diamond shape due to the inability to mobilize that the cholecystectomy site. I secured at the superior and inferior aspect with 0 pds. Drain was placed over that and brought out through the left upper quadrant. The anterior rectus was then closed with a running 0 pds. Again we spend a lot of time just cleaning up the subcutaneous space where there was an enormous amount of mesh. We irrigated again and placed drain in the subcutaneous space and closed that with interrupted 3-0 vicryl and then the skin with staples. Exparel had been injected into the fascial layer. Overall length of the case 5 hours.¿ implant record. Mesh phasix rectg 10x12in. ¿findings: multiple midline incisional hernias. Polypropylene mesh as an overlay in the superior aspect of the abdomen, behind the anterior rectus fascia in the mid abdomen, with gore-tex retro-fascial in the lower abdomen, these overlapping in segments, not completely incorporated, resulting in wide defects of the abdominal wall after removal. Very firm area of induration in the mid descending consistent with active diverticulitis, requiring splenic flexure mobilization; 5-hour case." On (B)(6) 2017: postop diagnosis: ¿recurring diverticulitis, with most severe area of involvement in mid descending colon; multiple layers of mesh, including gore-tex extending into polypropylene; multiple midline incisional hernias.¿ on (B)(6) 2017: pathology report. Specimen: large intestine, left/descending colon, descending, sigmoid, rectum and appendix. Final diagnosis. 1. Left/descending colon, sigmoid, and rectum, segmental resection specimen: acute and chronic diverticulitis with evidence of early pericolonic abscess formation. Acute serositis, focal. Reactive mesenteric lymph nodes. Negative mucosal margins. Negative additional colonic ¿donuts¿. Veriform appendix- patchy acute serositis and adhesions. Gross description. Received in formalin labeled ¿large intestine, left/descending colon, descending, sigmoid, rectum, and appendix¿ is a 31 cm long and up to 4 cm across tan segment of bowel stapled at one margin and open at the opposite. There is a 3 cm long incision 3 cm from the stapled margin. Adjacent to this incision, there is a large indurated diverticulum. The remaining bowel demonstrates multiple additional intact diverticuli and there is no abscess seen in the surrounding adipose tissue. Five lymph nodes are identified in the surrounding adipose tissue. Separate in the container are two colonic donuts 2.3 x 2.2 x 2.2 cm in aggregate without grossly identified discrete masses. Also separate in the container is a 12.8 cm long and up to 0.8 cm across tan vermiform appendix with some congestion, but no identifiable exudate or perforation. There are some adhesions at the distal tip. The wall is up to 0.3 cm and the lumen is up to 0.5 cm and there are no discrete masses. Representative sections are submitted as follows: 1a-1b - the open surgical margin, 1c-1c - the stapled surgical margin, 1e-1f - representative sections of diverticuli with a large indurated diverticulum, 1g-1h - five lymph nodes, 1i - colonic donuts, 1j - bisected distal tip and black inked proximal cross-section margin of appendix, 1k-1m - the remainder of the appendix. Microscopic description. Performed, incorporated in diagnosis. Embedded images. Relevant medical information: on (B)(6) 2017: discharge summary. ¿primary diagnoses: recurring and acute diverticulitis, with abscess. Secondary diagnoses: multiple incisional hernias, with prior hernia repair x 3 (at least) with both overlay and underlay mesh, polypropylene and gortex. Prolonged post op ileus requiring tpn.¿ ¿his surgery was lengthy and complicated." Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05301766. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact previous patient code (2422) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: the known medical records span (B)(6) 2002 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records prior to (B)(6) 2005, including records for prior mesh placement were not provided. Records from (B)(6) 2012 through (B)(6) 2017 were not provided. Patient information: medical history: smoking history: tobacco use: 1 pack/day for 20 years, quit (B)(6) 1996. Former smoker; 1.5 packs/day for 20 years, quit 1990. On (B)(6) 2017: smokeless tobacco: current user - chew. Diabetes. Obesity: on (B)(6) 2007: morbid obesity. On (B)(6) 2017: his body mass index is 37.59 with a rounded abdomen and a body habitus with central obesity. Chronic obstructive pulmonary disease [copd] . Asthma. Recurrent small bowel obstructions: on (B)(6) 2005: small bowel obstruction. On (B)(6) 2005: partial distal small bowel obstruction probably related to adhesions. On (B)(6) 2006: partial small bowel obstruction. Suspect is due to adhesion. On (B)(6) 2007: high grade mid small bowel obstruction. On (B)(6) 2007: small bowel obstruction. Postop ileus. On (B)(6) 2007: distal small bowel obstruction. On (B)(6) 2007: partial obstruction may be related to internal hernia, adhesions, or a combination of the two. On (B)(6) 2012: small bowel obstruction partial. On (B)(6) 2017: partial small bowel obstruction. Diverticulosis. Gastric ulcer. Peptic ulcer. Gastroesophageal reflux disease. Alcohol dependency, quit 1995. On (B)(6) 2007: postop myocardial infarction, noncompliance. On (B)(6) 2008: a ¿knuckle¿ of bowel extends into the region of an anterior midline abdominal incision without evidence of obstruction. This has the appearance of a small recurrent or residual incisional hernia. On (B)(6) 2008: thick walled loculated fluid collection in abdominal wall, appears to be related to incision from recent hernia repair. On (B)(6) 2009: mildly prominent bowel loops in the right mid abdomen and the left lower quadrant could reflect localized ileus or partial obstruction. On (B)(6) 2009: a small fat-containing right anterolateral abdominal wall hernia is seen with decrease in the volume of contained fat within this hernia, which occurs between the anterior abdominal wall muscle layers. On (B)(6) 2010: small likely post-surgical abdominal hernia. On (B)(6) 2012: small hiatal hernia. On (B)(6) 2017: thin abdominal wall, prone to recurrent hernias. On (B)(6) 2017: adynamic ileus. Prior surgical procedures: 1986: repair sliding inguinal hernia. 1987: vagotomy/pyloroplasty. 1990: cholecystectomy. On (B)(6) 2005: history of multiple hernia repairs. On (B)(6) 2005: history of antrectomy. On (B)(6) 2007: exploratory laparotomy, lysis of extensive obstructive adhesions, hernia repair, partial omentectomy. On (B)(6) 2008: repair of ventral incarcerated hernia with mesh; prolonged postop ileus. Implant, gore. On (B)(6) 2009: sleeve gastrectomy, ostomy/ileostomy. On (B)(6) 2017: open low anterior colon resection, splenic flexure mobilization, adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh. Relevant medical information: on (B)(6) 2007: exploratory laparotomy, lysis of extensive obstructive adhesions, repair of internal hernia, partial omentectomy. ¿I reopened his midline incision and cut right through the center of the mesh. On entering the peritoneal cavity there was giant proximal small intestinal loops and you could seen [sic] decompressed small intestine. He had right lower quadrant pelvic adhesions and also loops were going through an internal hernia created by his omentum. I removed portions of his omentum to free up the omental hernia that the loops of intestine were running through. It was attached to his abdominal wall. This was causing a partial twist of the small intestine. He also had obstructive adhesions to his distal ileum in the right pelvis that we sharply took down to continue to free up his multileval [sic] small bowel obstruction. Once this was done all the decompressed small intestine started to fill with fluid. Because of the size of the small intestine I ran it backwards and decompressed 2 ½ liters of small intestinal fluid into his stomach and out his ng tube to allow closure. I ran the entire small intestine. There was no enterotomy. No significant serosal tears. There was no other internal hernias identified. These were completely repaired.¿ on (B)(6) 2007: discharge summary. ¿d/c dx [discharge diagnosis]: high grade small bowel obstruction. Nausea and vomiting. Dehydration. Myocardial infarction. Coronary artery disease. Psychiatric illness. Acute delirium. Was admitted for a small bowel obstruction, considered high grade with extremely distended small bowel. He was taken to surgery where an exploratory laparotomy and repair of his small bowel obstruction occurred. Post-operatively his course was complicated in that he developed a myocardial infarction, stabilized in the ICU. Main post-operative problem was a post-operative ileus that was unresponsive to maximal medical therapy. We had stopped all of his narcotics, placed him in reglan, ng tube hydration and placed a PICC line for tpn. Throughout this time at times [the patient], even though the two of us got along just great, he was very non-compliant and would cancer [sic, cancel] or deny multiple of our medical treatment plans. He would pull his ng tube when he wanted to and then would rebuild up with a large crampy abdominal distention and he would complaint [sic] about that to the point that it got so bad he would allow us to replace it. As he would be improving he would pull his ng tube a lot of times again. He refused testing including small bowel studies, cat scans and refused any medication to help this ileus and different things we would try. Eventually he improved. He was interestingly having multiple bowel movements. He was placed on a regular diet yesterday and when I came in to see him he was adamant that he was leaving.¿ on (B)(6) 2007: history and physical interval note. ¿I received a call from his daughter that he was having nausea and vomiting this evening but did not want to go to dch due to the hospital and he felt that he had been given his wrong psych medicines. I told them they could call his medical team, dr. (B)(6) and he could be admitted to (B)(6) hospital if he was adamant that he did not want to come back to dch but I recommended that he seek medical care. I told them I would help arrange surgical care at (B)(6) as I knew multiple people up there to help him with that. They elected to come to the ER at dch and I directly admitted him to the hospital with a reading of a recurring ileus. His abdomen is soft, slightly distended. He allowed us to place an ng tube and we decompressed several hundred cc's of fluid from his stomach. He feels much better. He denies nausea and vomiting. He had a small bowel follow through prior his discharge that showed absolutely no obstruction and it went through in 3 1/2 hours. It is a very difficult ileus for us to treat. We found no signs of an infection and it may be due to some of his psych medicines and the extensive distention of his small intestine he had pre-operatively. At this point he is very agreeable to our treatment program for an ileus which is going to be IV hydration, nasogastric decompression, reglan and I will start him on some erythromycin to help some of the gastrointestinal function. I will consult the gastrointestinal team as well as reconsult dr. (B)(6) for medical help and dr. (B)(6) from cardiology.¿ implant preoperative complaints: on (B)(6) 2008: ¿has had multiple surgeries at various hospitals. He has had upper abdominal mesh placed. Presents with periumbilical pain and periumbilical hernia with small intestine within this. It is nonstrangulated. Recommended to prevent complications for him that this be repaired.¿ implant procedure: repair of ventral incarcerated hernia with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp03/05301766) 10 cm x 15 cm, oval. Implant date: (B)(6) 2008 [hospitalization (B)(6) 2008]. Description of hernia being treated: ¿the patient was taken to the operating room. I marked out his hernia with him pre-op. His midline was prepped and draped. Periumbilical incision was made above and below and through the umbilicus area. I separated the umbilicus and had two ventral hernias, one near the umbilicus and one just above this. I connected the fascia making one large hernia sac and took the small intestine down off the anterior abdominal wall. Implant size and fixation: ¿a piece of gore mesh was sutured circumferentially to help the fascia. It was gore dual mesh with #2 prolene sutures. The denuded fascia was closed back over the top of the mesh after it was irrigated with antibiotic solution with #1 prolene, subcu [subcutaneous] was reapproximated with 3-0 vicryl and the skin was closed with staples. Patient tolerated this well.¿ no immediate post-operative records provided. On (B)(6) 2008: "d/c dx: large ventral incisional hernia. Prolonged post-op ileus. Admitted with an incarcerated ventral hernia. Had a successful repair but like he has had multiple times in all procedures in the past he developed a significant post-op ileus. No evidence of an obstruction. No signs of infection. He had to have a PICC line placed and tpn started due to the prolonged ileus but he has had this on all other procedures that have been done. He is allergic to reglan and other medications used to try to treat this. Eventually on the 15th his ileus resolved, his ng tube was removed and his diet was advanced. On the 16th he was felt stable to be discharged home. Throughout his incision was clean and dry.¿ relevant medical information: on (B)(6) 2008: CT abdomen/pelvis. ¿findings: there appears to have been repair of a ventral wall hernia. Just inferior to the level of the mesh associated with that repair, there is a loculated fluid collection with an enhancing rim in the subcutaneous fat. It measures approximately 4 x 4 cm in size. Impression: thick walled loculated fluid collection in the abdominal wall which appears to be related to incision from recent hernia repair. Abscess or seroma could have this appearance.¿ on (B)(6) 2008: radiology ¿ ultrasound guided aspiration. ¿indication: subcutaneous fluid collection. Diagnostic aspiration requested. Impression: uncomplicated diagnostic ultrasound guided aspiration of a complex cystic lesion. Dark old blood was aspirated confirming that this represents organizing hematoma. The aspirate was sent to the lab for culture and sensitivity.¿ on (B)(6) 2009: CT abdomen/pelvis. ¿findings: there has been mesh graft repair of a midline anterior abdominal wall hernia. A small fat-containing right anterolateral abdominal wall hernia is seen with decrease in the volume of contained fat within this hernia, which occurs between the anterior abdominal wall muscle layers.¿ on (B)(6) 2010: CT abdomen/pelvis. ¿impression: previous abdominal wall surgical changes. Small likely post-surgical abdominal hernia.¿ on (B)(6) 2012: CT abdomen/pelvis. ¿findings: mesh appears to have been placed within the abdominal wall. There is induration of deep fat within the incision and around it. Intraabdominal small bowel is directly applied to the posterior margin of the inserted wall graft. The small bowel is generally dilated proximally more than distally. Impression: there is a new preferential distention of the proximal small bowel as compared to the distal small bowel and colon. There is no evidence of wall thickening. Although this could be the result of an enteritis, it at least raises the question of a partial small bowel obstruction without identifiable transition point. Small hiatal hernia.¿ explant preoperative complaints: on (B)(6) 2017: CT abd/pelvis. ¿findings: s/p gastric sleeve bariatric surgery. Numerous diverticuli in the left side of colon and sigmoid colon. Moderate circumferential wall thickening involving several centimeters of the distal left colon with moderate injection of the pericolonic fat consistent with edema. The findings are consistent with localized diverticulitis. Surgical mesh is noted within the anterior wall along the midline consistent with hernia repair. Impression: moderate extensive colonic diverticulosis with evidence of mild localized diverticulitis involving the left side of the colon as described.¿ on (B)(6) 2017: history and physical. ¿he describes his abdominal pain as having occurred as 5 episodes over the last 6 months, each lasting a week or two. His description is really more consistent with an episode that has never resolved. He is discouraged, saying that he went back to the emergency room multiple times, was only admitted once, and given the same antibiotic repeatedly. He indicates that he would tell me position [sic] at the emergency room and something else needs to be done, the prior treatment was in adequate. At his visit prior to this to the ER, they apparently did try a different antibiotic, but never referred him to a surgeon. The patient [sic] is in the left lateral aspect of the abdomen, an 8 out of 10 in severity, dull with sharp. He also has abdominal pain to the right of the midline, associated with what he believes is a hernia. I reviewed his CT scan and he does seem to have pretty significant diverticulitis, at about the level the umbilicus. He is also significant mesh in the midline, with no clear abdominal wall hernia. His abdominal surgical history is complicated with prior hernia repairs (with mesh visible on CT) and sbo¿s, as well as an open cholecystectomy.¿ ¿abdominal exam is suggestive of recurrent small hernias up and down the abdominal wall." "Abdomen very distended with what feels like a thin abdominal wall. Firmness in the midline at the midpoint, consistent with prior mesh, defects above that of about 2 cm and fullness and tenderness to the right of that. Mild guarding in the left lateral paramedian region, coinciding with the diverticulitis seen on CT scan. Impression: chronic recurring sigmoid diverticulitis, with in fact his symptoms seeming like he has absence of any resolution and just a persistent diverticulitis. Incisional hernias likely, with prior mesh placement, with likelihood of the old mesh may need to be removed at the time of surgery. Thin abdominal wall, prone to recurrent hernias. Explant procedure: open low anterior colon resection, with splenic flexure mobilization, after adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh including polypropylene and gore-tex, several locations in the midline, some double layered. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017]. ¿midline incision was made excising the old incisional scar. It was very difficult to get the midline, particularly in the inferior aspect for the muscle seemed to be splayed together. Ultimately I was able to get at the umbilicus but all the way up and down the abdomen, there was mesh this was extremely hard to get through, and I had to use the curved mayos. Kocher¿s were used and finally were able to enter the abdominal cavity and then began to dissect the bowel away from the anterior abdominal wall. Multiple loops of small bowel were adhesed to each other, the anterior abdominal wall, and the colon, with the omentum wrapped around the small bowel and the colon. I finally got the omentum off of the transverse colon such that I could mobilize the rest the bowel, then came across the white line of toldt on the left pelvic brim and came upper in the splenic flexure. We then lifted the colon away from the left pelvic brim and ultimately identified the ureter. The area of induration was in the mid descending and thus it was clear that we would have to go all the way around the splenic flexure. The left colic vessel was tied off with the kelly. We then came across the splenic vessels with the echelon vascular load. I then took down the mesial rectum with the enseal. I had skeletonized the rectum and then stapled across it with the blue echelon load. We went back to the proximal colon use the doppler to identify good blood supply. I divided the mesentery with the enseal. I came across the colon with the pursestring device, then placed the look needle and divided that. We placed a 25 dilator and then a 29 circular anvil and tied that together. Betadine was used. We then cleared the pelvis and brought the dilator up and (B)(6) then brought up the stapling device. The shaft was brought out through the anterior aspect of the transverse staple line, engaged with the anvil brought down and fired. We insufflated under pressure without a leak. In so doing the tenia of the colon splayed and I had oversew that with interrupted 3-0 vicryl on the proximal colon. I then oversewed the entire anterior aspect of the anastomosis with 3-0 vicryl. We place a drain to the pelvis and brought it out through the far lateral aspect. The appendix was extremely long was tablet in some adhesions and thus I came across it with a kelly divided it sutured that with the 2-0 vicryl and then imbricated it with a 2-0 vicryl. We then began to think about closure. It took us about an hour and a half to take out the old mesh and this was extremely tedious. Ultimately it was apparent that we would need to have a lot of mobilization in order to get the abdominal wall closed. I did a bilateral musculofascial advancement flap on both sides, dividing the anterior and posterior rectus in the midline, dissecting out far lateral, he having a very wide rectus. I then went more lateral than this and divided the fascia so that the fascia could be mobilized more medially. This worked well except at the superior aspect with a [sic] open cholecystectomy had been carried out where there was a lot of adhesion of the muscle layers. I did this on the left side as well. The drain did go through the posterior rectus fascia despite being out far lateral. I then reapproximated the posterior rectus fascia with running 0 pds. Prior to this a [sic] irrigated with bacitracin solution. I then placed phasic smash [sic] over this that extended all the way out past the relaxation of the fascia. This was somewhat of a diamond shape due to the inability to mobilize that the cholecystectomy site. I secured at the superior and inferior aspect with 0 pds. Drain was placed over that and brought out through the left upper quadrant. The anterior rectus was then closed with a running 0 pds. Again we spend a lot of time just cleaning up the subcutaneous space where there was an enormous amount of mesh. We irrigated again and placed drain in the subcutaneous space and closed that with interrupted 3-0 vicryl and then the skin with staples. Exparel had been injected into the fascial layer. Overall length of the case 5 hours.¿ implant record. Mesh phasix rectg 10x12in. ¿findings: multiple midline incisional hernias. Polypropylene mesh as an overlay in the superior aspect of the abdomen, behind the anterior rectus fascia in the mid abdomen, with gore-tex retro-fascial in the lower abdomen, these overlapping in segments, not completely incorporated, resulting in wide defects of the abdominal wall after removal. Very firm area of induration in the mid descending consistent with active diverticulitis, requiring splenic flexure mobilization; 5-hour case." On (B)(6) 2017: postop diagnosis: ¿recurring diverticulitis, with most severe area of involvement in mid descending colon; multiple layers of mesh, including gore-tex extending into polypropylene; multiple midline incisional hernias.¿ on (B)(6) 2017: pathology report. Specimen: large intestine, left/descending colon, descending, sigmoid, rectum and appendix. Final diagnosis. 1. Left/descending colon, sigmoid, and rectum, segmental resection specimen: acute and chronic diverticulitis with evidence of early pericolonic abscess formation. Acute serositis, focal. Reactive mesenteric lymph nodes. Negative mucosal margins. Negative additional colonic ¿donuts¿. Veriform appendix- patchy acute serositis and adhesions. Gross description. Received in formalin labeled ¿large intestine, left/descending colon, descending, sigmoid, rectum, and appendix¿ is a 31 cm long and up to 4 cm across tan segment of bowel stapled at one margin and open at the opposite. There is a 3 cm long incision 3 cm from the stapled margin. Adjacent to this incision, there is a large indurated diverticulum. The remaining bowel demonstrates multiple additional intact diverticuli and there is no abscess seen in the surrounding adipose tissue. Five lymph nodes are identified in the surrounding adipose tissue. Separate in the container are two colonic donuts 2.3 x 2.2 x 2.2 cm in aggregate without grossly identified discrete masses. Also separate in the container is a 12.8 cm long and up to 0.8 cm across tan vermiform appendix with some congestion, but no identifiable exudate or perforation. There are some adhesions at the distal tip. The wall is up to 0.3 cm and the lumen is up to 0.5 cm and there are no discrete masses. Representative sections are submitted as follows: 1a-1b - the open surgical margin, 1c-1c - the stapled surgical margin, 1e-1f - representative sections of diverticuli with a large indurated diverticulum, 1g-1h - five lymph nodes, 1i - colonic donuts, 1j - bisected distal tip and black inked proximal cross-section margin of appendix, 1k-1m - the remainder of the appendix. Microscopic description. Performed, incorporated in diagnosis. Embedded images. Relevant medical information: on (B)(6) 2017: discharge summary. ¿primary diagnoses: recurring and acute diverticulitis, with abscess. Secondary diagnoses: multiple incisional hernias, with prior hernia repair x 3 (at least) with both overlay and underlay mesh, polypropylene and gortex. Prolonged post op ileus requiring tpn.¿ ¿his surgery was lengthy and complicated." Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05301766. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. Previous patient code (2422) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: ¿ the known medical records span june 27, 2002 through march 16, 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records prior to january 6, 2005, including records for prior mesh placement were not provided. ¿ records from january 17, 2012 through february 20, 2017 were not provided. Patient information: medical history: ¿ smoking history ? Tobacco use: 1 pack/day for 20 years, quit (B)(6) 1996. ? Former smoker; 1.5 packs/day for 20 years, quit 1990. ? (B)(6) 2017: smokeless tobacco: current user - chew. ¿ diabetes. ¿ obesity. ? 6/28/07: morbid obesity ? 2/22/17: his body mass index is 37.59 with a rounded abdomen and a body habitus with central obesity. ¿ chronic obstructive pulmonary disease [copd]. ¿ asthma. ¿ recurrent small bowel obstructions ? (B)(6) 2005: small bowel obstruction ? (B)(6) 2005: partial distal small bowel obstruction probably related to adhesions. ? (B)(6) 2006: partial small bowel obstruction. Suspect is due to adhesion. ? (B)(6) 2007: high grade mid small bowel obstruction ? (B)(6) 2007: small bowel obstruction. Postop ileus ? (B)(6) 2007: distal small bowel obstruction ? (B)(6) 2007: partial obstruction may be related to internal hernia, adhesions, or a combination of the two ? (B)(6) 2012: small bowel obstruction partial ? (B)(6) 2017: partial small bowel obstruction ¿ diverticulosis. ¿ gastric ulcer. ¿ peptic ulcer. ¿ gastroesophageal reflux disease. ¿ alcohol dependency, quit 1995. ¿ (B)(6) 2007: post-op myocardial infarction, non-compliance. ¿ (B)(6) 2008: a ¿knuckle¿ of bowel extends into the region of an anterior midline abdominal incision without evidence of obstruction. This has the appearance of a small recurrent or residual incisional hernia. ¿ (B)(6) 2008: thick walled loculated fluid collection in abdominal wall, appears to be related to incision from recent hernia repair. ¿ (B)(6) 2009: mildly prominent bowel loops in the right mid abdomen and the left lower quadrant could reflect localized ileus or partial obstruction. ¿ (B)(6) 2009: a small fat-containing right anterolateral abdominal wall hernia is seen with decrease in the volume of contained fat within this hernia, which occurs between the anterior abdominal wall muscle layers. ¿ (B)(6) 2010: small likely post-surgical abdominal hernia. ¿ (B)(6) 2012: small hiatal hernia. ¿ (B)(6) 2017: thin abdominal wall, prone to recurrent hernias. ¿ (B)(6) 2017: adynamic ileus. Prior surgical procedures: ¿ 1986: repair sliding inguinal hernia ¿ 1987: vagotomy/pyloroplasty ¿ 1990: cholecystectomy ¿ 1/6/05: history of multiple hernia repairs ¿ 11/15/05: history of antrectomy ¿ (B)(6) 2007: exploratory laparotomy, lysis of extensive obstructive adhesions, hernia repair, partial omentectomy. ¿ (B)(6) 2008: repair of ventral incarcerated hernia with mesh; prolonged postop ileus. Implant, gore. ¿ (B)(6) 2009: sleeve gastrectomy, ostomy/ileostomy. ¿ (B)(6) 2017: open low anterior colon resection, splenic flexure mobilization, adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh. Relevant medical information: ¿ 6/28/07: exploratory laparotomy, lysis of extensive obstructive adhesions, repair of internal hernia, partial omentectomy. ¿I reopened his midline incision and cut right through the center of the mesh. On entering the peritoneal cavity there was giant proximal small intestinal loops and you could seen [sic] decompressed small intestine. He had right lower quadrant pelvic adhesions and also loops were going through an internal hernia created by his omentum. I removed portions of his omentum to free up the omental hernia that the loops of intestine were running through. It was attached to his abdominal wall. This was causing a partial twist of the small intestine. He also had obstructive adhesions to his distal ileum in the right pelvis that we sharply took down to continue to free up his multileval [sic] small bowel obstruction. Once this was done all the decompressed small intestine started to fill with fluid. Because of the size of the small intestine I ran it backwards and decompressed 2 ½ liters of small intestinal fluid into his stomach and out his ng tube to allow closure. I ran the entire small intestine. There was no enterotomy. No significant serosal tears. There was no other internal hernias identified. These were completely repaired.¿ ¿ 7/21/07: discharge summary. ¿d/c dx [discharge diagnosis]: high grade small bowel obstruction. Nausea and vomiting. Dehydration. Myocardial infarction. Coronary artery disease. Psychiatric illness. Acute delirium. Was admitted for a small bowel obstruction, considered high grade with extremely distended small bowel. He was taken to surgery where an exploratory laparotomy and repair of his small bowel obstruction occurred. Post-operatively his course was complicated in that he developed a myocardial infarction, stabilized in the ICU. Main post-operative problem was a post-operative ileus that was unresponsive to maximal medical therapy. We had stopped all of his narcotics, placed him in reglan, ng tube hydration and placed a PICC line for tpn. Throughout this time at times [the patient], even though the two of us got along just great, he was very non-compliant and would cancer [sic, cancel] or deny multiple of our medical treatment plans. He would pull his ng tube when he wanted to and then would rebuild up with a large crampy abdominal distention and he would complaint [sic] about that to the point that it got so bad he would allow us to replace it. As he would be improving he would pull his ng tube a lot of times again. He refused testing including small bowel studies, cat scans and refused any medication to help this ileus and different things we would try. Eventually he improved. He was interestingly having multiple bowel movements. He was placed on a regular diet yesterday and when I came in to see him he was adamant that he was leaving.¿ ¿ 7/21/07: history and physical interval note. ¿I received a call from his daughter that he was having nausea and vomiting this evening but did not want to go to dch due to the hospital and he felt that he had been given his wrong psych medicines. I told them they could call his medical team, dr. Seltzer and he could be admitted to good sam hospital if he was adamant that he did not want to come back to dch but I recommended that he seek medical care. I told them I would help arrange surgical care at good sam as I knew multiple people up there to help him with that. They elected to come to the ER at dch and I directly admitted him to the hospital with a reading of a recurring ileus. His abdomen is soft, slightly distended. He allowed us to place an ng tube and we decompressed several hundred cc's of fluid from his stomach. He feels much better. He denies nausea and vomiting. He had a small bowel follow through prior his discharge that showed absolutely no obstruction and it went through in 3 1/2 hours. It is a very difficult ileus for us to treat. We found no signs of an infection and it may be due to some of his psych medicines and the extensive distention of his small intestine he had pre-operatively. At this point he is very agreeable to our treatment program for an ileus which is going to be IV hydration, nasogastric decompression, reglan and I will start him on some erythromycin to help some of the gastrointestinal function. I will consult the gastrointestinal team as well as reconsult dr. Wood for medical help and dr. Penmetsa from cardiology.¿ implant pre-operative complaints: ¿ (B)(6) 2008: ¿has had multiple surgeries at various hospitals. He has had upper abdominal mesh placed. Presents with periumbilical pain and periumbilical hernia with small intestine within this. It is nonstrangulated. Recommended to prevent complications for him that this be repaired.¿ implant procedure: repair of ventral incarcerated hernia with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp03/05301766) 10 cm x 15 cm, oval. Implant date: (B)(6) 2008 [hospitalization (B)(6) 2008]. ¿ description of hernia being treated: ¿the patient was taken to the operating room. I marked out his hernia with him pre-op. His midline was prepped and draped. Periumbilical incision was made above and below and through the umbilicus area. I separated the umbilicus and had two ventral hernias, one near the umbilicus and one just above this. I connected the fascia making one large hernia sac and took the small intestine down off the anterior abdominal wall. ¿ implant size and fixation: ¿a piece of gore mesh was sutured circumferentially to help the fascia. It was gore dual mesh with #2 prolene sutures. The denuded fascia was closed back over the top of the mesh after it was irrigated with antibiotic solution with #1 prolene, subcu [subcutaneous] was reapproximated with 3-0 vicryl and the skin was closed with staples. Patient tolerated this well.¿ ¿ no immediate post-operative records provided. ¿ (B)(6) 2008: "d/c dx: large ventral incisional hernia. Prolonged post-op ileus. Admitted with an incarcerated ventral hernia. Had a successful repair but like he has had multiple times in all procedures in the past he developed a significant post-op ileus. No evidence of an obstruction. No signs of infection. He had to have a PICC line placed and tpn started due to the prolonged ileus but he has had this on all other procedures that have been done. He is allergic to reglan and other medications used to try to treat this. Eventually on the 15th his ileus resolved, his ng tube was removed and his diet was advanced. On the 16th he was felt stable to be discharged home. Throughout his incision was clean and dry.¿ relevant medical information: ¿ (B)(6) 2008: CT abdomen/pelvis. ¿findings: there appears to have been repair of a ventral wall hernia. Just inferior to the level of the mesh associated with that repair, there is a loculated fluid collection with an enhancing rim in the subcutaneous fat. It measures approximately 4 x 4 cm in size. Impression: thick walled loculated fluid collection in the abdominal wall which appears to be related to incision from recent hernia repair. Abscess or seroma could have this appearance.¿ ¿ (B)(6) 2008: radiology ¿ ultrasound guided aspiration. ¿indication: subcutaneous fluid collection. Diagnostic aspiration requested. Impression: uncomplicated diagnostic ultrasound guided aspiration of a complex cystic lesion. Dark old blood was aspirated confirming that this represents organizing hematoma. The aspirate was sent to the lab for culture and sensitivity.¿ ¿ (B)(6) 2009: CT abdomen/pelvis. ¿findings: there has been mesh graft repair of a midline anterior abdominal wall hernia. A small fat-containing right anterolateral abdominal wall hernia is seen with decrease in the volume of contained fat within this hernia, which occurs between the anterior abdominal wall muscle layers.¿ ¿ (B)(6) 2010: CT abdomen/pelvis. ¿impression: previous abdominal wall surgical changes. Small likely post-surgical abdominal hernia.¿ ¿ (B)(6) 2012: CT abdomen/pelvis. ¿findings: mesh appears to have been placed within the abdominal wall. There is induration of deep fat within the incision and around it. Intraabdominal small bowel is directly applied to the posterior margin of the inserted wall graft. The small bowel is generally dilated proximally more than distally. Impression: there is a new preferential distention of the proximal small bowel as compared to the distal small bowel and colon. There is no evidence of wall thickening. Although this could be the result of an enteritis, it at least raises the question of a partial small bowel obstruction without identifiable transition point. Small hiatal hernia.¿ explant preoperative complaints: ¿ (B)(6) 2017: CT abd/pelvis. ¿findings: s/p gastric sleeve bariatric surgery. Numerous diverticuli in the left side of colon and sigmoid colon. Moderate circumferential wall thickening involving several centimeters of the distal left colon with moderate injection of the pericolonic fat consistent with edema. The findings are consistent with localized diverticulitis. Surgical mesh is noted within the anterior wall along the midline consistent with hernia repair. Impression: moderate extensive colonic diverticulosis with evidence of mild localized diverticulitis involving the left side of the colon as described.¿ ¿ (B)(6) 2017: history and physical. ¿he describes his abdominal pain as having occurred as 5 episodes over the last 6 months, each lasting a week or two. His description is really more consistent with an episode that has never resolved. He is discouraged, saying that he went back to the emergency room multiple times, was only admitted once, and given the same antibiotic repeatedly. He indicates that he would tell me position [sic] at the emergency room and something else needs to be done, the prior treatment was in adequate. At his visit prior to this to the ER, they apparently did try a different antibiotic, but never referred him to a surgeon. The patient [sic] is in the left lateral aspect of the abdomen, an 8 out of 10 in severity, dull with sharp. He also has abdominal pain to the right of the midline, associated with what he believes is a hernia. I reviewed his CT scan and he does seem to have pretty significant diverticulitis, at about the level the umbilicus. He is also significant mesh in the midline, with no clear abdominal wall hernia. His abdominal surgical history is complicated with prior hernia repairs (with mesh visible on CT) and sbo¿s, as well as an open cholecystectomy.¿ ¿abdominal exam is suggestive of recurrent small hernias up and down the abdominal wall." "Abdomen very distended with what feels like a thin abdominal wall. Firmness in the midline at the midpoint, consistent with prior mesh, defects above that of about 2 cm and fullness and tenderness to the right of that. Mild guarding in the left lateral paramedian region, coinciding with the diverticulitis seen on CT scan. Impression: chronic recurring sigmoid diverticulitis, with in fact his symptoms seeming like he has absence of any resolution and just a persistent diverticulitis. Incisional hernias likely, with prior mesh placement, with likelihood of the old mesh may need to be removed at the time of surgery. Thin abdominal wall, prone to recurrent hernias. Explant procedure: open low anterior colon resection, with splenic flexure mobilization, after adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh including polypropylene and gore-tex, several locations in the midline, some double layered. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017] ¿ ¿midline incision was made excising the old incisional scar. It was very difficult to get the midline, particularly in the inferior aspect for the muscle seemed to be splayed together. Ultimately I was able to get at the umbilicus but all the way up and down the abdomen, there was mesh this was extremely hard to get through, and I had to use the curved mayos. Kocher¿s were used and finally were able to enter the abdominal cavity and then began to dissect the bowel away from the anterior abdominal wall. Multiple loops of small bowel were adhesed to each other, the anterior abdominal wall, and the colon, with the omentum wrapped around the small bowel and the colon. I finally got the omentum off of the transverse colon such that I could mobilize the rest the bowel, then came across the white line of toldt on the left pelvic brim and came upper in the splenic flexure. We then lifted the colon away from the left pelvic brim and ultimately identified the ureter. The area of induration was in the mid descending and thus it was clear that we would have to go all the way around the splenic flexure. The left colic vessel was tied off with the kelly. We then came across the splenic vessels with the echelon vascular load. I then took down the mesial rectum with the enseal. I had skeletonized the rectum and then stapled across it with the blue echelon load. We went back to the proximal colon use the doppler to identify good blood supply. I divided the mesentery with the enseal. I came across the colon with the pursestring device, then placed the look needle and divided that. We placed a 25 dilator and then a 29 circular anvil and tied that together. Betadine was used. We then cleared the pelvis and brought the dilator up and suzanne benniger then brought up the stapling device. The shaft was brought out through the anterior aspect of the transverse staple line, engaged with the anvil brought down and fired. We insufflated under pressure without a leak. In so doing the tenia of the colon splayed and I had oversew that with interrupted 3-0 vicryl on the proximal colon. I then oversewed the entire anterior aspect of the anastomosis with 3-0 vicryl. We place a drain to the pelvis and brought it out through the far lateral aspect. The appendix was extremely long was tablet in some adhesions and thus I came across it with a kelly divided it sutured that with the 2-0 vicryl and then imbricated it with a 2-0 vicryl. We then began to think about closure. It took us about an hour and a half to take out the old mesh and this was extremely tedious. Ultimately it was apparent that we would need to have a lot of mobilization in order to get the abdominal wall closed. I did a bilateral musculofascial advancement flap on both sides, dividing the anterior and posterior rectus in the midline, dissecting out far lateral, he having a very wide rectus. I then went more lateral than this and divided the fascia so that the fascia could be mobilized more medially. This worked well except at the superior aspect with a [sic] open cholecystectomy had been carried out where there was a lot of adhesion of the muscle layers. I did this on the left side as well. The drain did go through the posterior rectus fascia despite being out far lateral. I then reapproximated the posterior rectus fascia with running 0 pds. Prior to this a [sic] irrigated with bacitracin solution. I then placed phasic smash [sic] over this that extended all the way out past the relaxation of the fascia. This was somewhat of a diamond shape due to the inability to mobilize that the cholecystectomy site. I secured at the superior and inferior aspect with 0 pds. Drain was placed over that and brought out through the left upper quadrant. The anterior rectus was then closed with a running 0 pds. Again we spend a lot of time just cleaning up the subcutaneous space where there was an enormous amount of mesh. We irrigated again and placed drain in the subcutaneous space and closed that with interrupted 3-0 vicryl and then the skin with staples. Exparel had been injected into the fascial layer. Overall length of the case 5 hours.¿ implant record. Mesh phasix rectg 10x12in. ¿findings: multiple midline incisional hernias. Polypropylene mesh as an overlay in the superior aspect of the abdomen, behind the anterior rectus fascia in the mid abdomen, with gore-tex retro-fascial in the lower abdomen, these overlapping in segments, not completely incorporated, resulting in wide defects of the abdominal wall after removal. Very firm area of induration in the mid descending consistent with active diverticulitis, requiring splenic flexure mobilization; 5-hour case." ¿ (B)(6) 2017: postop diagnosis: ¿recurring diverticulitis, with most severe area of involvement in mid descending colon; multiple layers of mesh, including gore-tex extending into polypropylene; multiple midline incisional hernias.¿ ¿ (B)(6) 2017: pathology report. Specimen: large intestine, left/descending colon, descending, sigmoid, rectum and appendix. Final diagnosis. 1. Left/descending colon, sigmoid, and rectum, segmental resection specimen: acute and chronic diverticulitis with evidence of early pericolonic abscess formation. Acute serositis, focal. Reactive mesenteric lymph nodes. Negative mucosal margins. Negative additional colonic ¿donuts¿. Veriform appendix- patchy acute serositis and adhesions. Gross description. Received in formalin labeled ¿large intestine, left/descending colon, descending, sigmoid, rectum, and appendix¿ is a 31 cm long and up to 4 cm across tan segment of bowel stapled at one margin and open at the opposite. There is a 3 cm long incision 3 cm from the stapled margin. Adjacent to this incision, there is a large indurated diverticulum. The remaining bowel demonstrates multiple additional intact diverticuli and there is no abscess seen in the surrounding adipose tissue. Five lymph nodes are identified in the surrounding adipose tissue. Separate in the container are two colonic donuts 2.3 x 2.2 x 2.2 cm in aggregate without grossly identified discrete masses. Also separate in the container is a 12.8 cm long and up to 0.8 cm across tan vermiform appendix with some congestion, but no identifiable exudate or perforation. There are some adhesions at the distal tip. The wall is up to 0.3 cm and the lumen is up to 0.5 cm and there are no discrete masses. Representative sections are submitted as follows: 1a-1b - the open surgical margin, 1c-1c - the stapled surgical margin, 1e-1f - representative sections of diverticuli with a large indurated diverticulum, 1g-1h - five lymph nodes, 1i - colonic donuts, 1j - bisected distal tip and black inked proximal cross-section margin of appendix, 1k-1m - the remainder of the appendix. Microscopic description. Performed, incorporated in diagnosis. Embedded images. Relevant medical information: ¿ (B)(6) 2017: discharge summary. ¿primary diagnoses: recurring and acute diverticulitis, with abscess. Secondary diagnoses: multiple incisional hernias, with prior hernia repair x 3 (at least) with both overlay and underlay mesh, polypropylene and gortex. Prolonged post op ileus requiring tpn.¿ ¿his surgery was lengthy and complicated." Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05301766. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog#, expiration date, di #. H4: added device manufacture date. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Reference: MFR report #3003910212-2019-00061 - duplicate. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for prior mesh placement (op report on (B)(6) 2007 noted that surgeon cut through pre- existing mesh), and records for gastric sleeve surgery, previous hernia repair and cholecystectomy, were not provided. On (B)(6) 2007: history and physical. Recently admitted for a small bowel obstruction that resolved conservatively over a three day period. Came in yesterday with acute onset of generalized abdominal pain, nausea, vomiting that lead to abdominal distention. Cat scan showed a high grade small bowel obstruction. Admitted for IV hydration and had ng tube placed. Pmh: depression, asthma, tia¿s, acid reflux. Psh: pyloroplasty, cholecystectomy, ventral hernia repair. Assessment: high grade small bowel obstruction. Generalized abdominal pain. Nausea, vomiting. Plan: ng tube, rehydrate. If he should go to a complete small bowel obstruction, exploratory laparotomy will be recommended.¿ on (B)(6) 2007: operative report. Pre-op: high grade small bowel obstruction, generalized abdominal pain, asthma, abdominal distention. Post-op: high grade small bowel obstruction, internal hernia, morbid obesity, asthma. Procedure: exploratory laparotomy, lysis of extensive obstructive adhesions, repair of internal hernia, partial omentectomy. Indications: ¿has had multiple previous abdominal surgeries including mesh repair of a ventral hernia and a pyloroplasty. He presents with a high grade small bowel obstruction that we tried for 48 hours to treat conservatively without improvement. I recommended an exploratory laparotomy as he was complaining of more pain today. He had nausea, vomiting and could not tolerate a small bowel follow through with worsening of his small bowel loops.¿ ¿I reopened his midline incision and cut right through the center of the mesh. On entering the peritoneal cavity there was giant proximal small intestinal loops and you could seen [sic] decompressed small intestine. He had right lower quadrant pelvic adhesions and also loops were going through an internal hernia created by his omentum. I removed portions of his omentum to free up the omental hernia that the loops of intestine were running through. It was attached to his abdominal wall. This was causing a partial twist of the small intestine. He also had obstructive adhesions to his distal ileum in the right pelvis that we sharply took down to continue to free up his multileval [sic] small bowel obstruction. Once this was done all the decompressed small intestine started to fill with fluid. Because of the size of the small intestine I ran it backwards and decompressed 2 ½ liters of small intestinal fluid into his stomach and out his ng tube to allow closure. I ran the entire small intestine. There was no enterotomy. No significant serosal tears. There was no other internal hernias identified. These were completely repaired. All rents in any mesentery or omentum were either resected or closed. My sponge and instrument count was correct. I closed the midline with interrupted #2 vicryl vertical mattress sutures and skin closed with staples.¿ on (B)(6) 2007: discharge summary. ¿discharge diagnosis: high grade small bowel obstruction. Nausea and vomiting. Dehydration. Myocardial infarction. Coronary artery disease. Psychiatric illness. Acute delirium. Was admitted for a small bowel obstruction that was considered high grade with extremely distended small bowel. He was taken to surgery where an exploratory laparotomy and repair of his small bowel obstruction occurred. Post-operatively his course was complicated in that he developed a myocardial infarction, stabilized in the ICU. Main post-operative problem was a post-operative ileus that was unresponsive to maximal medical therapy. We had stopped all of his narcotics, placed him in reglan, ng tube hydration and placed a PICC line for tpn. Throughout this time at times [the patient], even though the two of us got along just great, he was very non-compliant and would cancer [sic] or deny multiple of our medical treatment plans. He would pull his ng tube when he wanted to and then would rebuild up with a large crampy abdominal distention and he would complaint [sic] about that to the point that it got so bad he would allow us to replace it. As he would be improving he would pull his ng tube a lot of times again. He refused testing including small bowel studies, cat scans and refused any medication to help this ileus and different things we would try. Eventually he improved. He was interestingly having multiple bowel movements. He was placed on a regular diet yesterday and when I came in to see him he was adamant that he was leaving.¿ on (B)(6) 2008: operative report. ¿pre/postop: ventral incarcerated incisional hernia. Procedure: repair of ventral incarcerated hernia with mesh.¿ indications: ¿has had multiple surgeries at various hospitals. He has had upper abdominal mesh placed. Presents with periumbilical pain and periumbilical hernia with small intestine within this. It is nonstrangulated. Recommended to prevent complications for him that this be repaired. ¿periumbilical incision was made above and below and through the umbilicus area. I separated the umbilicus and had two ventral hernias, one near the umbilicus and one just above this. I connected the fascia making one large hernia sac and took the small intestine down off the anterior abdominal wall. A piece of gore mesh was sutured circumferentially to help the fascia. It was gore dual mesh with #2 prolene sutures. The denuded fascia was closed back over the top of the mesh after it was irrigated with antibiotic solution with #1 prolene, subcu was reapproximated with 3-0 vicryl and the skin was closed with staples.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05301766) was implanted during the procedure. On (B)(6) 2008: discharge summary. ¿discharge diagnosis: large ventral incisional hernia. Prolonged post-op ileus. Admitted with an incarcerated ventral hernia. Had a successful repair but like he has had multiple times in all procedures in the past he developed a significant post-op ileus. No evidence of an obstruction. No signs of infection. He had to have a PICC line placed and tpn started due to the prolonged ileus but he has had this on all other procedures that have been done. He is allergic to reglan and other medications used to try to treat this. Eventually on the 15th his ileus resolved, his ng tube was removed and his diet was advanced. On the 16th he was felt stable to be discharged home. Throughout his incision was clean and dry.¿ records between (B)(6) 2008 and (B)(6) 2017 were not provided. On (B)(6) 2017: radiology. CT scan of the abdomen and pelvis with IV contrast and oral contrast. ¿indication: abdominal pain. Possible diverticulitis. Findings: s/p gastric sleeve bariatric surgery. Numerous diverticuli in the left side of colon and sigmoid colon. Moderate circumferential wall thickening involving several centimeters of the distal left colon with moderate injection of the percolonic fat consistent with edema. The findings are consistent with localized diverticulitis. Surgical mesh is noted within the anterior wall along the midline consistent with hernia repair. Impression: moderate extensive colonic diverticulosis with evidence of mild localized diverticulitis involving the left side of the colon as described.¿ on (B)(6) 2017: history and physical. ¿cc: recurring diverticulitis. Hpi: patient is a 61 y.o. Male who was transferred from king¿s daughters, when he presented there with left upper chest pain and abdominal pain. He describes his abdominal pain as having occurred as 5 episodes over the last 6 months, each lasting a week or two. His description is really more consistent with an episode that has never resolved. He is discouraged, saying that he went back to the emergency room multiple times, was only admitted once, and given the same antibiotic repeatedly. He indicates that he would tell me position [sic] at the emergency room and something else needs to be done, the prior treatment was in adequate. At his visit prior to this to the ER, they apparently did try a different antibiotic, but never referred him to a surgeon. The patient [sic] is in the left lateral aspect of the abdomen, an 8 out of 10 in severity, dull with sharp. He also has abdominal pain to the right of the midline, associated with what he believes is a hernia. I reviewed his CT scan and he does seem to have pretty significant diverticulitis, at about the level the umbilicus. He is also significant mesh in the midline, with no clear abdominal wall hernia. His abdominal surgical history is complicated with prior hernia repairs (with mesh visible on CT) and sbo¿s, as well as an open cholecystectomy. His body mass index is 37.59 kg/(m^2), with a rounded abdomen and a body habitus with central obesity. Abdominal exam is suggestive of recurrent small hernias up and down the abdominal wall.¿ exam: ¿gastrointestinal: abdomen very distended with what feels like a thin abdominal wall. Firmness in the midline at the midpoint, consistent with prior mesh, defects above that of about 2 cm and fullness and tenderness to the right of that. Mild guarding in the left lateral paramedian region, coinciding with the diverticulitis seen on CT scan. Impression: chronic recurring sigmoid diverticulitis, with in fact his symptoms seeming like he has absence of any resolution and just a persistent diverticulitis. Incisional hernias likely, with prior mesh placement, with likelihood of the old mesh may need to be removed at the time of surgery. Thin abdominal wall, prone to recurrent hernias.¿ on (B)(6) 2017: operative note. Procedure date: (B)(6) 2017. ¿pre-op diagnosis: recurring diverticulitis, multiple incisional hernias, multiple prior incisional hernia repairs with mesh. Post-op diagnosis: recurring diverticulitis, with most severe area of involvement in mid descending colon; multiple layers of mesh, including gore-tex extending into polypropylene; multiple midline incisional hernias. Procedure: open low anterior colon resection, with splenic flexure mobilization, after adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh including polypropylene and gore-tex, several locations in the midline, some double layered. Indications: recurring diverticulitis, having been seen at king¿s daughters in the ER 5 times, admitted twice, but no offer for surgery. At last visit transferred here. Findings: ¿multiple midline incisional hernias. Polypropylene mesh as an overlay in the superior aspect of the abdomen, behind the anterior rectus fascia in the mid abdomen, with gore-tex retro-fascial in the lower abdomen, these overlapping in segments, not completely incorporated, resulting in wide defects of the abdominal wall after removal. Very firm area of induration in the mid descending consistent with active diverticulitis, requiring splenic flexure mobilization; 5 hour case. Recommendations: ng tube overnight; overnight ventilation recommended by anesthesia with ICU admission.¿ technique: ¿midline incision was made excising the old incisional scar. It was very difficult to get the midline, particularly in the inferior aspect for the muscle seemed to be splayed together. Ultimately I was able to get at the umbilicus but all the way up and down the abdomen, there was mesh this was extremely hard to get through, and I had to use the curved mayos. Kocher¿s were used and finally were able to enter the abdominal cavity and then began to dissect the bowel away from the anterior abdominal wall. Multiple loops of small bowel were adhesed to each other, the anterior abdominal wall, and the colon, with the omentum wrapped around the small bowel and the colon. I finally got the omentum off of the transverse colon such that I could mobilize the rest the bowel, then came across the white line of toldt on the left pelvic brim and came upper in the splenic flexure. We then lifted the colon away from the left pelvic brim and ultimately identified the ureter. The area of induration was in the mid descending and thus it was clear that we would have to go all the way around the splenic flexure. The left colic vessel was tied off with the kelly. We then came across the splenic vessels with the echelon vascular load. I then took down the mesial rectum with the enseal. I had skeletonized the rectum and then stapled across it with the blue echelon load. We went back to the proximal colon use the doppler to identify good blood supply. I divided the mesentery with the enseal. I came across the colon with the pursestring device, then placed the look needle and divided that. We placed a 25 dilator and then a 29 circular anvil and tied that together. Betadine was used. We then cleared the pelvis and brought the dilator up and suzanne benniger then brought up the stapling device. The shaft was brought out through the anterior aspect of the transverse staple line, engaged with the anvil brought down and fired. We insufflated under pressure without a leak. In so doing the tenia of the colon splayed and I had oversew that with interrupted 3-0 vicryl on the proximal colon. I then oversewed the entire anterior aspect of the anastomosis with 3-0 vicryl. We place a drain to the pelvis and brought it out through the far lateral aspect. The appendix was extremely long was tablet in some adhesions and thus I came across it with a kelly divided it sutured that with the 2-0 vicryl and then imbricated it with a 2-0 vicryl. We then began to think about closure. It took us about an hour and a half to take out the old mesh and this was extremely tedious. Ultimately it was apparent that we would need to have a lot of mobilization in order to get the abdominal wall closed. I did a bilateral musculofascial advancement flap on both sides, dividing the anterior and posterior rectus in the midline, dissecting out far lateral, he having a very wide rectus. I then went more lateral than this and divided the fascia so that the fascia could be mobilized more medially. This worked well except at the superior aspect with a open cholecystectomy had been carried out where there was a lot of adhesion of the muscle layers. I did this on the left side as well. The drain did go through the posterior rectus fascia despite being out far lateral. I then reapproximated the posterior rectus fascia with running 0 pds. Prior to this a irrigated with bacitracin solution. I then placed phasic smash [sic] over this that extended all the way out past the relaxation of the fascia. This was somewhat of a diamond shape due to the inability to mobilize that the cholecystectomy site. I secured at the superior and inferior aspect with 0 pds. Drain was placed over that and brought out through the left upper quadrant. The anterior rectus was then closed with a running 0 pds. Again we spend a lot of time just cleaning up the subcutaneous space where there was an enormous amount of mesh. We irrigated again and placed drain in the subcutaneous space and closed that with interrupted 3-0 vicryl and then the skin with staples.¿ on (B)(6) 2017: surgical pathology report. ¿specimen: large intestine, left/descending colon, descending, sigmoid, rectum and appendix. Final diagnosis. 1. Left/descending colon, sigmoid, and rectum, segmental resection specimen: acute and chronic diverticulitis with evidence of early pericolonic abscess formation. Acute serositis, focal. Reactive mesenteric lymph nodes. Negative mucosal margins. Negative additional colonic ¿donuts¿. Veriform appendix- patchy acute serositis and adhesions. Gross description. Received in formalin labeled ¿large intestine, left/descending colon, descending, sigmoid, rectum, and appendix¿ is a 31 cm long and up to 4 cm across tan segment of bowel stapled at one margin and open at the opposite. There is a 3 cm long incision 3 cm from the stapled margin. Adjacent to this incision, there is a large indurated diverticulum. The remaining bowel demonstrates multiple additional intact diverticuli and there is no abscess seen in the surrounding adipose tissue. Five lymph nodes are identified in the surrounding adipose tissue. Separate in the container are two colonic donuts 2.3 x 2.2 x 2.2 cm in aggregate without grossly identified discrete masses. Also separate in the container is a 12.8 cm long and up to 0.8 cm across tan vermiform appendix with some congestion, but no identifiable exudate or perforation. There are some adhesions at the distal tip. The wall is up to 0.3 cm and the lumen is up to 0.5 cm and there are no discrete masses. Representative sections are submitted as follows: 1a-1b - the open surgical margin, 1c-1c - the stapled surgical margin, 1e-1f - representative sections of diverticuli with a large indurated diverticulum, 1g-1h - five lymph nodes, 1i - colonic donuts, 1j - bisected distal tip and black inked proximal cross-section margin of appendix, 1k-1m - the remainder of the appendix. Microscopic description. Performed, incorporated in diagnosis. Embedded images.¿ on (B)(6) 2017: discharge summary. ¿primary diagnoses: recurring and acute diverticulitis, with abscess. Secondary diagnoses: multiple incisional hernias, with prior hernia repair x 3 (at least) with both overlay and underlay mesh, polypropylene and gortex. Prolonged post op ileus requiring tpn. Hospital course: admitted to the hospital for surgery, having been seen in the ER at king¿s daughters repeatedly for tx of diverticulitis. His surgery was lengthy and complicated. Follow up with dr. Chipman in the office in 21 days.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)1998 [assigned]: (B)(6). Nurse notes. Implant sticker. Gore-tex® dualmesh ® biomaterial. Item #: 1dlm08. Lot #: p12557-091. Implant sticker. Gore-tex® dualmesh ® biomaterial. Item #: 1dlm08. Lot #: 10057-156. The records confirm a gore® dualmesh® biomaterial (1dlm08/p12557-091) and a gore® dualmesh® biomaterial (1dlm08/10057-156) were implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.